Manufacturer narrative:
Visual analysis revealed that the suture on the blue with white stripe dilator was broken. A tool mark was present near the break. The dart was located behind the catch of the capio suture capturing device and the dart has a small amount of suture attached to it. In addition, analysis showed no damage to the capio suture capturing device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was left inside the patient. The procedure was completed with another uphold vaginal support system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the needle detached and was left inside the patient. The procedure was completed with another uphold vaginal support system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.